Event description:
I am reporting on acuvue oasys contact lenses. I have worn them for about five months now. Yesterday, I awoke to pain, redness, light sensitivity and pupil constriction. I went to the doctor today and she told me that I had a corneal ulcer due to the acuvue oasys. She said that her practice has had several problems with these contacts and as a result no longer carry/sell them. I am on antibiotic drops for one day -taking a drop every hour- and I have to go back tomorrow to be re-checked. The doctor thinks that acuvue oasys break down in the eye and leave a deposit. Just googling around the internet found several sites of people with similar complaints. Please look into acuvue oasys contacts. D3: dates of use: 2008. Diagnosis or reason for use: contacts. Event abated after use stopped or dose reduced: no.